Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that the patient was hospitalized due to mild diabetes ketoacidosis, as the patient had ketones all through the night along with vomiting. The patient had high blood glucose level (29.9 mmol/l) and noticed a bent cannula when taken out. This was the first time that they had experienced a bent cannula. The patient was hospitalized for 2 days and at the time of this report the patient was expected to be discharged after two more days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.